Event description:
I immediately had severe cramping and bleeding after the procedure. I continued to bleed for 4 months, sometimes light and sometimes clots so big and flow so heavy I was scared. I called my doctor 3 times during those 4 months to see why it was happening. Since then, I have had various symptoms including acne, floaters in my eyes, confusion, forgetfulness, bacterial vaginosis, backache, spasms, headaches, severe bloating and weight gain, heavy periods, labor-like cramping and irritability, just to name a few!